Event description:
A hospital in (B)(6) reported that five mr290 autofeed humidification chambers were leaking water at the connection between the chamber dome and the chamber base plate after approximately 3-4 days of use. No patient consequence was reported.

Manufacturer narrative:
(B)(4). We are currently in the process of obtaining the complaint mr290 devices from the hospital. We will provide a follow-up report upon receipt of the complaint devices and completion of our investigation.